Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008, the patient was admitted and underwent lumbar paraspinal block procedure due to back pain and bilateral leg pain. On (B)(6) 2008, the patient underwent a surgery with diagnosis of degenerative l4 disk. Operations: l4 diskography on (B)(6) 2008, the patient underwent a paraspinal block surgery with diagnosis of disorders of sacrum. Operations contrast myelogram on (B)(6) 2009, the patient presented with complaints of pain. On (B)(6) 2009, the patient also underwent an x-rays of lumbar spine in 2 lateral views and 1 ap view with indications of lumbar fusion and pain. Impression: anterior fusion procedure with metallic disc replacement. Please refer to the performing surgeon's report of this exam and procedure especially the fluoroscopic portions. The patient underwent a surgery with diagnosis of degenerative l4 disk. Operation: anterior l4 diskectomy with interbody fusion using cage and rh-bmp2/acs, and anterior augmentation of l5 fusion with allograft, and exposure of lumbar disk l4-5 using left paramedian retroperitoneal approach. Per op-notes, after satisfactory anesthesia was attained, the surgeon performed the anterior approach exposing the disk both at l4 and at l5. We examined the l5 disk. Removed the anterior annulus. It appeared to be stable, but we nonetheless augmented this with repairing the anterior end plates and placing small quantity of rh-bmp2/acs material. At the l4 disk, a complete diskectomy was performed. We sized the disk space height using blunt distractors and chose a 14 x j. 7 x 20 mm cage system to prepare the end plates. Intraoperative x-ray was taken to confirm satisfactory position of the cages. The cages were placed and found to be secure. We then bone grafted the cases with rh-bmp2/acs sponges. The surgeon then provided closure of the wound. No patient complications. On (B)(6) 2009, the patient was discharged with complaint of low back pain and leg pain. On (B)(6) 2009, the patient presented for followup with complaints of back pain and also with her pain meds. On (B)(6) 2009, the patient presented for followup. The patient's x-rays looked good and early sentinel ossification at the anterior aspect of the disc. On (B)(6) 2009, the patient presented for a followup with complaints of chronic pain. The patient's x-rays showed bone formation anteriorly at the site of her anterior fusion. On (B)(6) 2009, the patient underwent a surgery with diagnosis of low back pain with painful instrumentation. On (B)(6) 2009, the patient presented for a follow-up with complaints of persistent back pain. The patient's x-rays showed good consolidation of her anterior fusion at both levels and overall alignment of her spine was satisfactory. On (B)(6) 2009, the patient underwent a procedure of paraspinal injection with diagnosis of low back pain. On (B)(6) 2010, the patient presented for followup with complaints of neuropathic pain in both of her legs and discomfort with the instrumentation. On (B)(6) 2010, the patient presented with complaints of low back pain, leg cramps and numbness in legs, painful hardware, hypothipordism. Fibromyalgia, depression, anxiety, panic. On (B)(6) 2010, the patient underwent a surgery with diagnosis of painful spinal hardware status post lumbar spinal fusion for removal of hardware. The patient also underwent an x-rays of lateral lumbar spine with indications of pain. No patient complications. On (B)(6) 2010, the patient was discharged with diagnosis of removal of hardware. On (B)(6) 2010 and (B)(6) 2010, the patient presented for followup status post hardware removal. On (B)(6) 2010, the patient underwent a therapy session with complaints of pain. On (B)(6) 2012, the patient presented for followup post hardware removal of her lumbar spine with complaints of low back pain and bilateral leg pain, achy, burning and cramping in both her legs, numbness and tingling in her feet. The x-rays of ap, lateral of her lumbar spine showed good fusion at l4-5. On (B)(6) 2013, the patient underwent a CT scan of lumbar spine without contrast with indications of low back and lower extremity pain. Impression: status post lumbar surgery with fusion at ls upon the transitional level and metallic prosthetic disc replacement l4-l5 with partial fusion of the disc space. On (B)(6) 2013, the patient presented for followup with complaints of persistent back and leg pain. The CT scan that showed solid fusion but also showed facet joint arthrosis at l3-4 and degeneration of the l2 disc. On (B)(6) 2013, the patient presented for an office visit with complaints of low back and leg pain, right lower extremity pain to the ankle, left lower extremity pain to the ankle, and weakness. Review of systems showed complaints of muscle cramps and arthritis, difficulty walking, depression and anxiety. The MRI studies showed a decent fusion at l5 and l4, mild scoliotic changes and at l2 moderate degenerative disc disease with disc space height loss and spurring. Impression: degenerative disc disease greatest at l2, low back pain and bilateral lower extremity radiculopathy and lumbar osteoarthritis. On (B)(6) 2013, the patient presented for n office visit with complaint of low back pain extending to the buttocks, the anterolateral thigh and to her shin and also for MRI and bone scan reports review. The MRI reviewed showed degenerative disc disease and disc protrusion at l2.